Manufacturer narrative:
The device was returned to zoll medical corporation; upon visual evaluation of the device it was discovered that the front enclosure was physically damaged. The observed damage is typical of device abuse. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.